Event description:
It was reported cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose (bg) level was 510 mg/dl. Customer administered manual injection to correct high bg. Reportedly, the customer reverted to manual injections for insulin therapy.